Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon was very slow and difficult to deflate. There was no reported patient injury.